Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two inserters for the ti elastic nails that had issues noticed at sterile processing. One inserter was disassembled and unable to be put back together and the other had a handle tip that was broken. No patient or case involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned inserter, lot 3054608, was manufactured december 2008. It was received intact with heavy wear. There are scrapes and hammer marks on the distal end and on the blue handle where the device is not intended to be hammered. There are also hammer marks on the proximal end where impact from the hammer is applied. The longer peg of the t-handle on the proximal end is broken off at the threads and was not returned. The balance of the tool is functional. Therefore, the complaint condition of one inserter with a broken handle is confirmed. The condition that resulted in the broken peg of the t-handle cannot be replicated since it is already broken. A review of the current edition of the design drawing was performed. The device showed dimensional conformity. The breakage of the t-handle was determined to be due to the inability of the design to withstand extensive hammering. The locations of the hammer marks shows evidence that hammering not as recommended, such as off angle hammering, from not using a guide, and hammering on surfaces other than the distal end, was likely used. In conclusion, the complaint condition is confirmed that one inserter has a broken t-handle. The broken condition is a result of inadequate strength of the t-handle and is being addressed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.